Manufacturer narrative:
Additional narrative: this report is for an unknown guides/sleeves/aiming: aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent surgery with the buttress/compression nut, blade/screw guide sleeve, and unknown aiming arm in question. When the blade inserter for tfna was removed it was discovered that the blade guide sleeve was trapped with the aiming arm. While addressing this issue, it was found the blade/screw guide sleeve threads would not release the buttress/compression nut. The procedure was successfully completed without surgical delay. There was no patient consequence. There is no further information available. This report is for one (1) unk - guides/sleeves/aiming: aiming arm. This is report 3 of 3 for pc-(B)(4).